Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output was reported. The patient stated when they looked at the receiver, they noticed their blood glucose was at 99mg/dl and the receiver did not alert. The patient dosed himself with 2 sugar tablets and no medical intervention or symptoms were reported. No additional patient or event information is available.